Event description:
The patient reported that his bg reached 300 mg/dl and he stated that the bg meter was reading incorrectly. There was no bg comparison reported. He went to the hospital and is still in the hospital at the time of the call. He did not provide any further information regarding the hospitalization or his treatment.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported malfunction. No actual blood glucose comparisons between the patient's meter and the hospital's were reported. We are unable to determine if the product contributed to the patient's hyperglycemia and hospitalization. Qualification records were reviewed and the product lot met all acceptance criteria.